Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during set up of an unknown procedure, once the carton was opened, it was found that a piece of iron of the tip of the super turbovac wand fell off. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Updated: hospital addressed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the customer provided images shows a used wand with a detached ball off the electrode. A review of the final inspection process found all ball wires are to have point of contact with screen and screen is flush with ceramic spacer. The complaint was confirmed, but the root cause could not be determined since the device was not returned for evaluation. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿h6: type of investigation, investigation conclusions¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. There is a detached ball off the electrode. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. Suction was functional. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images shows a used wand with a detached ball off the electrode. A review of the final inspection process found all ball wires are to have point of contact with screen and screen is flush with ceramic spacer. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.